Event description:
Device 2 of 2 (see MFR#1627487-2010-02696). On (B)(6) 2010, the pt was implanted with an scs system. Pt was getting implanted for a trial. The leads were implanted and taped down at the end of the procedure. About 10 minutes later, the dr was paged. The sjm rep went with the dr back to the operating room. The hospital staff said that the pt suffered a stroke or a seizure, but they are not sure what happened exactly. As a precaution, they removed the leads and gave the pt an MRI and/or a CT scan. The dr stated that they did not feel this was caused by sjm products.

Manufacturer narrative:
Eval: method: device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.